Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent, the side plates were worn, and multiple other components needed to be replaced. The side plates, comb, cross member, screws, washers, and nuts were replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that upon inspection the device was found to be in need of repair for unknown reason. Upon investigation it was found the comb was bent. No further information provided. There was no adverse event reported as a result of this malfunction.